Manufacturer narrative:
On (B)(6) 2026, a list of calcium gen.2 results was provided for (B)(6) patient samples. The following are examples of patient samples with discrepant results from the list provided: patient 2 results on (B)(6) 2026: 1.91 mmol/l, 2.08 mmol/l, and 8.17 mmol/l. Patient 3 results on (B)(6) 2026: 2.14 mmol/l, 4.85 mmol/l, and "55.88" mmol/l. Patient 4 results on (B)(6) 2026: 1.78 mmol/l,1.94 mmol/l, 8.25 mmol/l. Patient 5 results on (B)(6) 2026: 2.29 mmol/l, 2.41 mmol/l, and 4.98 mmol/l. Patient 6 results on (B)(6) 2026: 2.24 mmol/l, 2.33 mmol/l, and 3.86 mmol/l. It was not specified which set of results represents the initial testing and which represents the repeat testing. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 1.06 mmol/l, and the repeated result was 2.40 mmol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.